Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, internal programmer: (B)(4).

Event description:
It was reported that the patient was explanted then re-implanted because the lead appeared to be twisted and frayed. Months prior, during the patient's reprogramming, all impedances were open. The patient had a knee replacement 10 weeks prior and was unable to feel stimulation later on. The patient denied any trauma or injuries. X-rays were ordered. There were no patient complications.

Manufacturer narrative:
UDI for concomitant product, internal programmer: (B)(4). The tined lead was returned for analysis. Visual inspection of the tined lead revealed the tined lead was deformed, bent, and twisted and all the wires were broken. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. This investigation is assigned a most probable conclusion code of unintended use error caused or contributed to event. This conclusion was selected because the reason for lead fracture was determined to be inadvertent or unintentional interaction of the product from the patient and the analysis of the available information.

Event description:
It was reported that the patient was explanted then re-implanted because the lead appeared to be twisted and frayed. Months prior, during the patient's reprogramming, all impedances were open. The patient had a knee replacement 10 weeks prior and was unable to feel stimulation later on. The patient denied any trauma or injuries. X-rays were ordered. There were no patient complications.